Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin began to squirt during priming. Caller removed and reinserted battery and insulin pump reset itself. Customer's blood glucose was unknown, but caller reported that customer had blood glucose of 500 mg/dl after school, which was treated with bolus delivery and blood glucose went down. During troubleshooting, alarm history did not show a compromised force sensor alarm, but it was found that drive support cap was protruded. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and prime due to loose protruded drive support disk however, passed displacement test, operating currents, self test, off no power and a21 error test. The insulin pump was received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.